Event description:
It was reported that a cracked tube occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "the polypropylene tube cracked during centrifugation."

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked tube occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "the polypropylene tube cracked during centrifugation."